Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the customer reported the fenestrated bipolar forceps had a frayed cable. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information on 05-mar-2025: the instrument was inspected prior to use and a damage was observed. The issue was identified prior to use. The broken cable was silver. No fragment fell inside the patient¿s anatomy. No photographic images of the device or recording of the procedure is available for isi to review.

Event description:
Refer to h11 for follow-up information.